Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an anomaly in the downstream occlusion (dso) sensor was found. The customer's problem wasn't replicated. However, the cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Event description:
It was reported that a high-pressure alarm occurred and there was a blockage. The event occurred during patient use at the patient's home. There was patient involvement, and no patient harmed reported.